Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was noted to be unresponsive and was unable to be turned on. The customer's blood glucose level was impacted (394 mg/dl) and the customer vomited. The customer administered a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.